Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a colectomy procedure, during stapling on the bowel, the device had a poor staple formation, the surgeon was firing over another staple line, and it became a little difficult to fire and the tissue started to push out of the tip causing an incomplete staple line. Also there was an unanticipated tissue loss and a tissue damaged due to the event. They had to take some more tissue to rectify the issue. The surgery was extended for an hour. They opened a new device to complete the case and resolve the issue. The malformed staple line was removed and a new staple line was placed. The patient was alive.